Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
Information received from "the 55th annual meeting of japanese society of pediatric cardiology and cardiac surgery" titled "a case of an infant with a device dropped into the pulmonary artery after pda closure using avp2 and recovered via transcatheter" reported that a cardiac murmur was observed in a (B)(6)-month-old girl immediately after birth. The patient was diagnosed with pda type e and aortic bicuspid valve disease based on echocardiography results. On an unknown date, an unknown sized amplatzer vascular plug ii was implanted. Post-operatively, the plug was stable, but the next day's echocardiography revealed that it had embolized. The plug was retrieved via catheterization. On an unknown date, re-operation was performed.

Manufacturer narrative:
As reported in a research article, an amplatzer vascular plug embolized the day after the procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the article the plug was stable after implant.

Event description:
Information received from "the 55th annual meeting of (B)(4) society of pediatric cardiology and cardiac surgery" titled "a case of an infant with a device dropped into the pulmonary artery after pda closure using avp2 and recovered via transcatheter" reported that a cardiac murmur was observed in a (B)(6) month-old girl immediately after birth. The patient was diagnosed with pda type e and aortic bicuspid valve disease based on echocardiography results. On an unknown date, an unknown sized amplatzer vascular plug ii was implanted. Post-operatively, the plug was stable, but the next day's echocardiography revealed that it had embolized. The plug was retrieved via catheterization. On an unknown date, re-operation was performed.

Manufacturer narrative:
As reported in a research article, an amplatzer vascular plug embolized the day after the procedure. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the article the plug was stable after implant. Per the instructions for use artmt100092325, "the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."